Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 85 mg/dl at the time of the call. The customer used glucose tablets and juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they would suspend the pump but it would still deliver insulin. Troubleshooting was completed and the pump failed a displacement test. The insulin pump, reservoir, and infusion set will be returned for analysis.